Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg has reached end of life and was explanted and replaced on (B)(6) 2019. The ipg may have depleted prematurely. Issue resolved.